Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A complete lead was returned in one piece for analysis. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was not used and replaced during the procedure. The patient was in stable condition.